Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose reading of 470 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer was advised to change his supplies.